Event description:
During medication administration, the physician was using a bd 10 ml control syringe when the finger loops broke off. The syringe malfunction occurred mid-administration, resulting in a brief delay of the procedure. The remaining medication was transferred to a new syringe, and the procedure was completed without further incident. Similar issues with bd 10 ml control syringes have been reported by two other surgeons.